Manufacturer narrative:
Technical support took this pattern and analyzed in unimatch 6.0 and was also able to replicate this error. The only way that the software was able to output a result, in addition to analyzing each locus at a time, was to turn off the single false matches within the software. Investigation is on going.

Event description:
Customer reported that they recently received an error message when analyzing a particular pattern within unimatch 5.1 for the abc kit, lot 038. Positive lane pattern is: 2, 4, 18, 19, 26, 28, 29, 42, 43, 46, 56, 64, 66, 77, 82, 83, 87, 95. They state that when they received the following error message when analyzing this pattern and the software is unable to return any result: "err61706 insufficient memory to perform operation". The only way the customer is able to obtain a result is to analyze each locus separately. They state that they asked another center to analyzed the same pattern with unimatch 6.0 and the software returned the same error. Customer complaint # (B)(4).